Manufacturer narrative:
H6: investigation summary: a mz1000 china product was not available for investigation; the lot number was not specified. Further information provided by the customer indicates that the mz1000 china product was occluded; further information provided by the customer indicates that the occlusion was observed during connection with a nanguang pre-filled syringe. The details of this feedback were forwarded to the manufacturing site for investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience.

Event description:
It was reported that the bd maxzero¿ needleless connector could not be prefilled due to blockage. The following information was provided by the initial reporter, translated from chinese: "before use, it was found that the needle-free infusion connector could not be prefilled and the injection was not moving"

Event description:
It was reported that the bd maxzero¿ needleless connector could not be prefilled due to blockage. The following information was provided by the initial reporter, translated from (B)(6): "before use, it was found that the needle-free infusion connector could not be prefilled and the injection was not moving".

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.